Event description:
Rec'd notice of complaint concerning above product via product complaint form filed by a health care professional at the facility. Reports a leak at the connection of the pump segment to pump adapter location, occurring approx 15-30 mins into the treatment. The blood line was changed and the treatment completed without further incident. The blood line was sent and will be forwarded for eval. 10/7-spoke with the don of the facility who stated that the pt lost approx 100cc of blood. The pt was stable and did not require any medical intervention. A medwatch form has been filed based on blood loss.